Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation could not determine the exact root cause, it would not be unreasonable to expect some wear after 14 yrs of implantation. The need for corrective action was not indicated. This product code is an obsolete item.

Event description:
Clinical report states the pt was revised due to osteolysis and poly wear.